Manufacturer narrative:
The device arrived as an a/o (analysis only). The device failed testing with a cassette test fail. The device was then changed to a r/o (repair only) for repairs. Verified in device alarm log history error code 115 cassette test fail was present. Replaced app board, pressure detector sensor. Calibrated mechanism. Mechanism passed calibration. Device passed self-test with no error alarms. Probable cause is damaged/worn app board, pressure detector sensor. During analysis of device found fluid shield to be damaged. Verified in device alarm log history error code n192 was present. Replaced fluid shield. Device passed self-test with no error alarms. Probable cause is damaged fluid shield. Device passed delivery accuracy test per tsm (technical service manual). No problem found with delivery rate change during testing. There were no changes in delivery accuracy between line a and b.

Event description:
The event involved a plum 360 infuser where it was reported that the device flow rate changed during delivery. It was mentioned that it could have been a user error, but no way of proving it. The customer stated that the pump came with a concern that the delivery rate changed during treatment without the nurse changing anything. The customer was told the process was that they set channel a to dispense at 200ml for the saline. Then cleared that channel and went to channel b with the chemotherapy at 80ml. Near the end of the chemo dose the pump alarmed, but don't know what the alarm was for nor the does the nurse. They reset the alarm and continued. When the dose was completed, the pump alarmed that it was completed. However, the nurse noted that the dose had changed to 200ml. He couldn't duplicate and he suspect that it was user error. It was a rapid delivery due to flow rate change. The pump alarmed and it says delivery dose completed. The event occurred during infusion. There was patient involved but no adverse reaction and no delay in therapy.

Manufacturer narrative:
The device was received for evaluation. The investigation is not yet complete.